Event description:
Elevated advia centaur troponin ultra results were obtained on six patient samples, which were reported to the physician. The assay results did not match the clinical picture. The samples were retested on a different platform and all troponin ultra results were normal. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unknown. The instrument is performing within specification. No further evaluation of the device is required.